Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with an infection at the implanted device pocket site and vegetation the vegetation was present on the implantable leads. The vegetation was visualized with transesophageal echocardiography. The physician explanted the entire system ¿implantable cardioverter-defibrillator (ICD), right ventricular lead, and atrial lead. A new ICD system was implanted. The patient was in stable condition.